Manufacturer narrative:
Corrected data: upon further review it was noted that the aware date provided in the initial report was incorrect. Correct aware date for the initial MDR report should be oct. 22 2018, instead of oct. 29 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxt150 intraocular lens (iol) +26.0 diopter, was implanted in the patient's left eye on (B)(6) 2018. Reportedly, one day post-op the patient presented a myopic outcome/poor distance visual acuity. The lens was explanted on (B)(6) 2018 and a zxt150 +24.5 diopter lens was implanted as a replacement. There was no incision enlargement, no vitrectomy was performed and no sutures were used. The patient was reported being happy after the lens exchange. No other information was provided.